Event description:
The patient presented in the clinic following pectoral stimulation. Diagnostic imaging was performed and the left ventricular (lv) lead was noted to be dislodged. The lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspect was performed and no anomalies were noted. Electrical testing was performed and there were no anomalies noted. The s-curve height was measured to be within specification. The reported events of lead dislodgement and pectoral stimulation could not be confirmed.